Manufacturer narrative:
The system was serviced and the psu error was confirmed. The psu was replaced and the issue was resolved and the system was performing as intended. (B)(4). Other relevant device(s) are: product ID: 9 735339, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the positioning sensor unit (psu) could not be identified in the software. There was no patient present.